Event description:
It was reported that the patient presented in clinic for device check. It was noted that the left ventricular lead exhibited high threshold. X-ray revealed that the lead was dislodged and out of the vein. The lead was explanted and replaced. The patient was not symptomatic due to the event and was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.